Event description:
The customer reported while using a hand held intermec barcode wand, read several sample barcodes incorrectly. A hiv-1 p24 antigen, hepatitis surface antigen and hiv assays were being run at the time. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 99-05517-12.